Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-58 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that approximately three months after implant of the implantable pulse generator (ipg), the patient developed a pocket infection. The device and leads were explanted. The patient is enrolled in the panorama ii clinical study. No further patient complications have been reported as a result of this event.